Manufacturer narrative:
Onsite functional and visual ex amination was performed by a manufacturer representative. The representative found that the ias application was not launching due to an error. Cleared error and system was functional. Re-installed sw on ias computer and tested. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported from a ge representative that the system was not booting up.